Event description:
The (B)(6) competent authority ((B)(6), ref. (B)(4)) notified biomérieux of a suspected accidental ingestion by a child of nuclisens® lysis buffer (reference and batch number were unknown) during a sample collection for a covid assay. The only information available is that a child would have ingested nuclisens® lysis buffer. No product reference was mentioned . It could be presumed that it might concern nuclisens® lysis buffer 2 ml (ref. 200292). At the date of the event, actions taken with the patient and patient's health outcome after this accidental ingestion were not reported. It was reported the following: "the product contains guanidinium thiocyanate, which would give a maximum exposure of 66 mg/kg in case of ingestion of a single dose of 2 ml by a child of (B)(6). According to the poison center control: at this dose, severe intoxication is not expected (at higher doses the toxicity is neurological)." No more information was reported. According to the package insert, nuclisens® lysis buffer (ref. 200292)) is: "for professional use only, the reagents must be handled by a qualified staff member, in accordance with good laboratory practice and handling instructions for molecular biology." Therefore, this product should not be in direct contact with a patient. Based on the available information at the time of this assessment, there is no data available regarding the potential patient¿s impact of this issue. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed following a notification from french health authority-ansm regarding a suspected ingestion of lysis buffer nuclisens® by a child, knowing that no notification for this declaration was received elsewhere. The declarant was contacted to obtain more information. To date, and despite many emails and reminders, the only additional information collected is that the incident happened in a nursery school during sampling by a mobile covid-19 team. No reply could not be obtained about the reference of lysis buffer used by this mobile covid-19 team, but the information of ¿a single dose of 2ml¿ mentioned in the incident form in the ¿patient information¿ paragraph suggests that the product related to this incident was the nuclisens® 2ml lysis buffer ref. (B)(4). Regarding detailed risk analysis of the reported incident, and because of the lack of information sent by the declarant, a correct assessment of the risk cannot be made and the probability of occurrence of the danger for the child who would have ingested the product cannot be established. It should be noted that these buffers must be handled in the laboratory and by qualified personnel (see instruction for use-IFU, paragraph warnings and precautions). These buffers are used to pretreat biological samples before extraction on easymag® or emag®. The biological sample must first be collected in an appropriate container and then transferred to the lysis tube (see IFU, procedure paragraph). Therefore, this product should not be in direct contact with a patient, it is noted in instruction for use. In this case, it is a misuse of the product. All nuclisens® lysis buffer references have the same composition and contain a single toxic product which is guanidine thiocyanate. As described in the safety data sheet: in case of ingestion, it is recommended to rinse the mouth and not to induce vomiting. If vomiting occurs, keep head low to prevent stomach contents from entering the lungs. Do not use mouth-to-mouth resuscitation if victim has ingested substance. This product has a category 4 acute oral toxicity, harmful if swallowed (cf. Safety data sheet). To date, without more information on the dose ingested by the child and the child care, it is impossible for us to determine the potential adverse effects. No other complaints have been registered on same issue for nuclisens® lysis buffer 2ml reference (B)(4).